Manufacturer narrative:
A third party service technician evaluated the ventilator and found that the flow valve was not making positive contact with turbine. As a resolution,the flow valve mounting screws were tightened and 10k preventive maintenance was completed. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the ltv 1200 ventilator unit has frequent low minute volume alarm, less frequent disc/sense alarm. At this time, there is no information regarding patient involvement associated with the reported event.